Event description:
(B) (6)same case as: 2134265-2010-00989.it was reported that during a carotid artery stenting treatment procedure, the patient experienced hypertension. The 70% stenosed target lesion located in the right distal common carotid artery was 20mm long with an in reference vessel diameter of 6mm. The lesion was treated with the filterwire ez and a placement of a carotid wallstent. Following post-dilation, there was a 10% residual stenosis. During the index procedure, hypertension was reported. The patient was treated with medication and the event was considered resolved without residual effects. The patient was discharged 2 days post-index procedure.

Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)